Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that right ventricular (rv) lead had oversensing of noise with ventricular tachycardia non-sustained (vt-ns) and sensing integrity counter (sic) episode. The lead detection had already been turned off due to the device being in elective replacement indicator (eri). The lead remains in use. No patient complications have been reported as a result of this event.